Manufacturer narrative:
The astral external battery was returned to resmed for an extensive engineering investigation. Performance testing found that the charger was inoperable and was providing intermittent power output voltage when the device was connected to the main power supply. However, further testing was not able to reproduce the fault. The investigation determined that the observed fault was most likely due to an isolated component failure within the device external battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognize the external battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to detect the external battery was due to a disconnected cable from the external battery pack. The external battery pack was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognize the external battery. There was no patient injury reported as a result of this incident.